Event description:
It was reported that the customer was hospitalized with high blood glucose. It was stated that the insulin pump alarmed auto off. The customer was assisted to clear the alarm. It was stated that the customer's last blood glucose reading was 13.9mmol/l and was treated with the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.